Manufacturer narrative:
B3: the event date was potentially 21apr2023 and/or 29apr2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) external blood leaks were observed originating from an unspecified location of a revaclear 300 during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.